Event description:
As reported by the user facility (translation of user facility info by (B)(4)): overinfusion: the client complained that the pump was programmed for 60 ml/hr but the infusion is faster than the expected. Container volume: 250 ml. The pump was infusing potassium. The pump was checked by local technical svc and according to their eval the device is ok.

Manufacturer narrative:
(B)(4). (B)(4) is submitting this report as the device importer on behalf of b braun (B)(4) (the MFR). This report has been identified as b braun (B)(4) internal report # (B)(4). The actual device will not be returned to (B)(4) for eval. The device was already checked by technical svc of (B)(4). No abnormalities were detected. All measured values were within spec. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the event.